Event description:
The customer reported that lower than expected parathyroid hormone (pth) results for an unknown number of patients, as well as low pth quality control values, were generated from a access 2 immunoassay system. The customer indicated that several pth patient results had recovered with either no value results or very low results between 0.0-0.7 pg/ml (normal range is 12-88 pg/ml). No actual patient results were provided by the customer in regards to this event. The pth results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification in patient treatment associated with the event. The customer indicated that the pth quality control results were generating low results during the timeframe of this event. The customer reported experiencing problems with vitamin b12 and ferritin assays during this timeframe as well. No information was provided in regards to what issues were experienced with these assays or whether erroneous patient results had been generated. No patient demographic information, actual patient results, sample collection handling information of system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) reviewed the routine system check that the customer performed prior to service. The system check passed within instrument specifications. The fse noted that the fluidics nut on the transducer had been over-torqued. The fse replaced the transducer, adjusted the voltages to specifications and performed the necessary alignments. The fse then calibrated the pth and vitamin b12 assays and performed the pth quality control assessment. The results indicated excellent precision for those assays. Upon the completion of the necessary and verified repairs, the instrument was returned back into service. In conclusion, the transducer hardware was the cause of this event.